Manufacturer narrative:
Additional information has been requested, and will be submitted upon request accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiac event and subsequently died, which is alleged to have been caused by the product.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports for this event. Related MFR # 1225714-2015-07527 and MFR # 1225714-2015-07528.